Manufacturer narrative:
The device history record of reported lot number 6093390 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the pump had indicated there was 0 ml remaining, despite the bag being full. Per reporter, the event occurred while in use with a patient at the patient's home. Reporter stated that infusion had been started with 115 ml at a continuous rate of 2.5 ml/hr for 46 hours, with the pump was displaying 0 ml remaining despite visible volume still present in the bag. Reporter stated the remaining amount could not be measured as the product was considered contaminated once it left the clean room. Reporter stated the pump air detector had been off, the upstream sensor had been on, the tubing had been primed by gravity using a needle, and the patient had been medically affected by not receiving the full dose of fluorouracil.